Event description:
The pt (B)(6) rec'd a system including an ipg on (B)(6) 2011. It was reported the pt's ipg was explanted on (B)(6) 2011 due to allegations of ineffective pain relief. No further info is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.